Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation requires.

Event description:
It was reported that during setup for a surgical procedure, a small amount of oil leaked from where the pneumatic hose connections to the drill. This event did not occur during a surgical procedure, so there was no patient involvement. Backup equipment was readily available to conduct the scheduled procedure, without causing a delay. There was no user injury reported, and no other adverse consequences alleged with this event.